Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2020 revised and replaced on (B)(6) 2020 due to tubing leak outside the corpora. Additional information received from the territory manager indicated that the "location of leak appeared to be on the tubing close to cylinder." A titan pump, two cylinders, a reservoir, a short inlet tubing segment, one short and one long exhaust tubing segments were received for evaluation. Examination and testing of the returned components revealed a separation within confined abrasion of the cylinder 2 exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time. A separation was noted within the shorter inlet tubing segment. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the site of separation to be smooth and straight, indicating contact with sharp instrumentation. Microscopic evaluation revealed partial separations within abrasion on the cylinder 2 exhaust tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed a burn-like mark, indicating contact with a cauterizing tool. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing, and on the cylinder 1 and cylinder 2 exhaust tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump, cylinder 1, the reservoir, the short or long exhaust tubing segments. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause the exhaust tubing of cylinder 2 to abrade, resulting in a separation at the cylinder 2 tubing / strain relief junction. A separation of this type may then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the shorter inlet tubing segment occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a tubing leak and the tubing was outside the corpora. The location of the leak appeared to be on the tubing close to the left cylinder. The device was removed/replaced.